Event description:
Indication: combined immunodeficiency, unspecified. Spontaneous contact: patient reported that freedom pump is broken; spring has sprung, knob would not wind, makes noise; patient had been using same pump for 83 weeks; unknown if patient missed any doses. No adverse events reported. Patient has pump on hand to send back. Pump is used to administer hizentra 10 gm every week. No further information available. Reported to (B)(6) by pt/caregiver.